Event description:
It was reported that the manufacturer representative stated, "I use to be always in operating room and once I saw first time bending of cable tip I told physician not to hold like that." It was stated that "while screwing percutaneous extension cable to tined lead, the wires can break." It was also stated that "if the operator does not hold the electrode properly when fastening the screws, the distal part with four screws can bend of "bolt apart" and even "get twisted."" It was noted that, "it is important to hold the distal part with four screws tight between your fingers." It was stated that the lead was explanted. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). (B)(6).